Event description:
It was reported to boston scientific corporation that an solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with worsening incontinence (frequency, leakage), painful sexual intercourse, vaginal scarring, nerve damage, dysuria, nocturia, recurrent urinary tract infections, dyspareunia, pain and required several subsequent corrective procedures. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.